Manufacturer narrative:
Eval summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with trace. Diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The pt was asymptomatic and reported to be doing well by the optometrist. The topical steroid drops were increased. Additional info has been requested.